Event description:
It was reported that: "one of the "feet" of the modulat keel trial broke off while trialing. The piece was recovered/removed from the patient without incident."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.